Manufacturer narrative:
B3: corrected from 12/14/2023 to 04/20/2023.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that perforation occurred. A left atrial appendage (laa) closure procedure was being performed utilizing the watchman laa closure system. A result of the procedure was a hole between the upper chambers of the heart. It was further reported that a 20mm watchman flx closure device was implanted.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request. Detailed product information was not provided initially. We completed a good faith effort (gfe) and additional information received via gfe from the physician clarified that the patient reported "hole" was a residual patent foramen ovale (pfo) and not a perforation. This was discussed with bsc medical safety and determined that a residual pfo is an expected effect of the procedure. There were no adverse events or patient harm. This was closed as not a complaint. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that perforation occurred. A left atrial appendage (laa) closure procedure was being performed utilizing the watchman laa closure system. A result of the procedure was a hole between the upper chambers of the heart. It was further reported that a 20mm watchman flx closure device was implanted. It was further clarified through the physician that a perforation did not occur. During echocardiogram approximately six months post-implant, residual patent foramen ovale (pfo) was observed. No adverse events occurred as a result of the pfo. This is not a complaint.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that perforation occurred. A left atrial appendage (laa) closure procedure was being performed utilizing the watchman laa closure system. A result of the procedure was a hole between the upper chambers of the heart. It was further reported that a 20mm watchman flx closure device was implanted. It was further clarified through the physician that a perforation did not occur. During echocardiogram approximately six months post-implant, residual patent foramen ovale (pfo) was observed. No adverse events occurred as a result of the pfo.

Manufacturer narrative:
B3: bsc aware date used as event date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that perforation occurred. A left atrial appendage (laa) closure procedure was being performed utilizing the watchman laa closure system. A result of the procedure was a hole between the upper chambers of the heart.